Manufacturer narrative:
The device was returned to olympus. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the visera elite ii video system center touchscreen has no signal. This was a loaner asset return. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the phenomenon: "touch panel has no signal" occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.